Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, as well as corrections to e2, e3, and g2. Please see updates to e2, e3, g2, h6 and h10. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it¿s likely the customers¿ understanding of the reprocessing steps differed from the olympus recommendation provided in the instructions for use. The field service representative completed training with the customer on how to handle the device in accordance with the instructions for use. The final root cause of this event was unable to be identified. The event can be detected/prevented by following the instructions for use: ¿oer-elite operation manual 4.14 auxiliary water tube cleaning setting¿ olympus will continue to monitor field performance for this device.

Event description:
The field service engineer (fse) reported to olympus, the auxiliary water tube was not reprocessed correctly. It was noted that the maj-855 tubing was freely in the basin with no connection to high level disinfect. There was also connectors a1,b1,c1,d1 two sets freely being reprocessed at that time. The lids of the washing basin were off and only three of the four could be found. It was reported that when reprocessing a single dilator with a scope, the dilator was connected by the orange connector d2 with a lure lock needle attached to the d2 connector. This connector is used to reprocess the maj-855 tubing and the aux channel of the scope. There were no reports of patient involvement.

Manufacturer narrative:
The device was not returned to olympus for evaluation as the field service engineer (fse) was at the facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.